Event description:
Patient was revised to address tibial loosening at the cement interface. Depuy cement was used. Instability was also reported.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A complaint database search on the provided smartset ghv gentamicin 40g (product code 545035500, lot number 3329660) found an additional report and a DHR review was conducted ((B)(4)). Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. The initial reporting stated no additional investigational inputs were available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).